Event description:
Patient reported right side 'implant bottomed out.' Patient reported additional event of diagnosis of thyroid-ptc cancer. Healthcare professional reported rupture and cyst. The device remains implanted. The events of cancer, cyst and lump/nodule are not considered device related.

Manufacturer narrative:
Information contained in this report was previously submitted through asr/psr on (B)(6)2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant bottomed out", rupture, thyroid cancer, cyst and lump/nodule.